Event description:
It was reported that the patient was implanted the friday prior to report and the manufacturing representative was meeting with the patient for follow up on the date of report and ran impedances. It was noted that the clinician programmer indicated that contact 5 and 10 were <(> <<)> 50 ohms. Additional information received reported that the manufacturing representative sent an intra-operative picture that showed electrodes were not touching. The manufacturing representative also reported that after the implant the healthcare professional (hcp) kept the patient in the hospital because of new weakness in their right leg. The hcp did not think it was medical related. It was noted that they suspected the bupivacaine may have gone into the cerebral spinal fluid (csf) right after the surgery because the patient was not able to feel their legs very well. After that, the patient started getting feeling back but there was still new weakness in the right leg. The patient was getting better and had been discharged to rehabilitation. Additional information received reported that no x-rays were performed. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient was seen by a manufacturer representative. It was noted that the patient was ambulatory and walked with a cane. It was noted that the patient had normal reprogramming at the visit. It was noted that the patient stated clearly they were doing well. It was noted that the cause of the leg weakness was not offered at the appointment.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).